Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to the nevro that the patient was hospitalized due to a possible infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and there have been no reports of further complications regarding this event. The patient is currently using the device to find effective pain relief.